Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. There was no damage observed on the distal tip or guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The unit was received together with two non-bsci guidewires. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that guidewire entanglement occurred. The 90% target lesion was located in a severely tortuous and moderately calcified left anterior descending artery. During a percutaneous coronary intervention (pci), an opticross hd was selected for use. However, it was stuck with the guide wire. During the final stage of the procedure, when it was removed from the patient's body after observation was performed with ochd, abnormality was observed on the wire exit part, so it was removed together with the guide wire. The procedure was not completed. No patient complications were reported.

Event description:
It was reported that guidewire entanglement occurred. The 90% target lesion was located in a severely tortuous and moderately calcified left anterior descending artery. During a percutaneous coronary intervention (pci), an opticross hd was selected for use. However, it was stuck with the guide wire. During the final stage of the procedure, when it was removed from the patient's body after observation was performed with ochd, abnormality was observed on the wire exit part, so it was removed together with the guide wire. The procedure was not completed. No patient complications were reported.